Event description:
It was reported that during a gastric bypass procedure, the device could only be opened with using the manual override button. Only one of three staple lines was in the patient. Suture by hand was used to complete the procedure. No further information is available. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the reverse button used to try and open the device? Was the manual over lever on the top of the device used to open the device? The device could only be opened by using the manual override lever. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: photograph analysis. The event description that only one of three staples lines was delivered cannot be confirmed by the photos provided. Bleeding/oozing does appear to be evident in the photos, but the cause of this complication cannot be determined with the photos. Conclusion: based on the photographic evidence the event description cannot be confirmed. Unfortunately the root cause of the issue cannot be determined from the photographs. Hands on analysis of the device and cartridges may provide the evidence necessary to determine root cause. The analysis found that one ple45a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No incomplete staple line was noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.